Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used to perform an extrahepatic biliary duct (ebd) procedure. During the procedure, the physician experienced difficulty deploying the stent because the inner sheath could not be retracted. The physician proceeded to cut the outer sheath at the hub and was then able to successfully deploy the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4): failure to retract. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).